Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an everflex entrust stent delivery system to treat a mildly tortuous iliac artery as per IFU. It was reported a pta catheter was used prior to stenting with resistance encountered. Further resistance was encountered when the physician attempted to deploy the stent. It was reported that when physician tried to rotate the thumb roll, there was no movement and the stent could not be deployed. The physician broke the thumb roll and opened the system; by pulling the wire he could remove the device from the patient. It was reported that no part of the stent was deployed inside the patient. Another stent was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the everflex entrust stent delivery system, (sds), was received for evaluation. The everflex entrust sds was received disassembled. The handle halves were separated. The red safety locking tab removed. The proximal hub was still attached to the inner guidewire lumen. The pull cable remained attached to the thumb wheel and the outer sheath. The printed strain relief was disconnected from the handle. The blue isolation sheath was slid distally over the gold isolation sheath and outer sheath. All components of the entrust stent delivery system were accounted for. The handle components were examined: no abnormality or defects were noted in the components that would contribute to stent deployment difficulties. The inner guidewire lumen, blue strain relief/isolation sheath, gold colored isolation sheath and outer sheath were examined, a kink in the inner-guidewire lumen and a bend in the outer sheath over the area of the stent were noted. Back lighting was used to locate the proximal end of the stent and the distal end of the inner guide wire lumen. The proximal end of the stent is in contact with the distal end of the inner guide wire lumen. The full length of the 100 mm stent was within the outer sheath. The distal tip was able to be freely probed with a 0.0370¿ pin, (go). A 0.0450¿ pin, (no go), could not enter the opening of the distal tip. The inner diameter of the distal tip is within release testing specifications. If information is provided in the future, a supplemental report will be issued.